Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Due to making treatment decisions based on the inaccurate cgm reading, the customer consumed food which resulted in an elevated bg (value not provided). A correction bolus via the pump was administered to address elevated bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.